Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicm5_13.2 implantable collamer lens, -06.50 diopter, during the same surgery due to the surgeon implanted the wrong lens power in the patients right eye (od). The lens was replaced during the same surgery with another same model/length lens and the problem was resolved. The cause of the event was due to user error.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vicm5_13.2 implantable collamer lens, -06.50 diopter, during the same surgery due to the surgeon implanted the wrong lens power in the patients right eye (od). The lens was replaced during the same surgery with another same model/length lens and the problem was resolved. The cause of the event was due to user error.